Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation; however, during the procedure, the balloon ruptured. The procedure was completed with a different device and there were no patient injuries reported.

Manufacturer narrative:
(B)(6).